Event description:
On (B)(6) 2013, it was reported that the patient had been experiencing elevated blood glucose levels from 300 to 450 mg/dl since (B)(6) 2013. The patient and her diabetes specialist think the infusion device delivers too low and amount of insulin. On (B)(6) 2013 at 10:30pm, her blood glucose level was 340 mg/dl. She ate 4 carbohydrates and administered 10 units of insulin via the infusion device. At 7:50am, the following morning, her blood glucose level was 334 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.